Event description:
The pump was returned for investigation. Investigation revealed a missing display lens and battery compartment damage. This report is made based on results of the investigation performed on 05/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the display lens was found to be detached from the pump. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored. Unrelated to the display and battery compartment issues, the pump case was found to have been damaged. (B)(6).